Manufacturer narrative:
Investigation results: the driver was received for evaluation, and the reported problem was confirmed. A visual examination found the tip broken and the detached edges jagged and twisted in appearance. Further investigation of this failure mode is in process. Upon completion of the investigation, a follow-up report will be provided.

Event description:
The customer reported that the tip of this modular driver broke during insertion of the implant to perform an acl procedure. The user reported that the implant fit on the driver without a problem; however, during the last 1/2 turn of the implant into the femoral tunnel, the tip broke. The surgeon trimmed the end of the implant with a bur without any injury to the pt, and completed the tibial side with another brand of implant.